Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing an uncomfortable increase in stimulation after charging the ipg. It was also noted that he had a fall due to his weak legs that became numb since using stimulation.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing an uncomfortable increase in stimulation after charging the ipg. It was also noted that he had a fall due to his weak legs that became numb since using stimulation.